Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's plasma free hemoglobin was 50 g/dl. The patient has no other signs or symptoms of hemolysis. The patient has a history of previously unreported gi bleeding; therefore, the patient's inr goal is set at 1.5-2.0. The patient is not experiencing any current gi bleeding.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.